Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141775. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy, patients lead has high impedance. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that associated with the issue.